Event description:
Right knee effusion [joint effusion]. Allergic reaction [hypersensitivity]. Swelling both knees [joint swelling]. Case description: spontaneous report received on 10-jun-2008 a female consumer of unk age with a history of osteoarthritis, previous synvisc injections and previous cortisone (sic) injections, initials (B) (6), who experienced swelling of both knees, right knee effusion and allergic reaction after starting synvisc. The patient received injections of synvisc into both knees on (B) (6) 2008. Within five hours of the injections, her right knee became so swollen that it had to be drained the next day. The left knee had a little bit of swelling. The doctor informed her that she had an allergic reaction and would not be able to receive synvisc in the future. At the time of this report, the patient had recovered from the event right knee effusion; the outcome of the events both knees swollen and allergic was unk. Additional info was received from the hcp on (B) (6) 2008. He updated the medical history to include moderated osteoarthritis for five years, prior effusion, joint narrowing, osteophytes, and previous treatment with nsaids. The patient received one injection of synvisc into each knee on (B) (6) 2008. An 8 cc effusion was collected from an unspecified knee prior to the injection. On (B) (6) 2008, the patient experienced large volume swelling of both knees and right knee effusion. An aspiration of the right knee was performed and 100 cc of fluid was obtained, which contained approximately 25,000 white blood cells. A cortisone injection was administered into the right knee on (B) (6) 2008. The offset of symptoms occurred on (B) (6) 2008. The hcp assessed the relationship of the events swelling both knees and right knee effusion to synvisc as probable. He assessed the relationship of the event allergic reaction to synvisc as likely. The patient was taking no concomitant medication at the time of synvisc treatment and the hcp did not know of any possible precipitating events of the symptoms. He reported the lot number as v0715.

Manufacturer narrative:
Evaluation summary- the product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the (B) (4) process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.